Manufacturer narrative:
(B)(4).

Event description:
It was reported that center button was not working.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they attempting to bolus and center button was not working. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states insulin pump did not dropped or bumped. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was no response from any button. Customer did not have a new battery available. Customer wants to proceed with battery cap removal. Customer states the keypad was responsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.